Manufacturer narrative:
Explant date: lens remains implanted, therefor not explanted. Telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon saw damage when opening the intraocular lens (iol) during implantation. He rinsed very well, but the damage was on the lens itself. The patient is scheduled to come back on wednesday, (B)(6). The surgeon could not say yet whether it will impact the patient. It was / is a black spot in/on the iol outside the center but with black glittering material inside. Some little bit of that material had been extracted but was discarded. Through follow-up we learned that the vision looks to be good, but debris / foreign material looking like a dark crystal structure was confirmed and will likely require another intervention in order to remove it. No additional information was provided.